Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1004 which is indicative of a short circuit condition was detected during shock delivery. It was noted this device and right ventricular lead would be replaced in the future. At this time the device remains in service. No adverse patient effects were reported. Additional information was received that the device exhibited multiple alerts that high voltage detected on shock lead during charge. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that this device had previously been taken out of storage mode and the repeated faults appeared to be due to capacitor reform retries. It was noted that there were audible tones heard. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared code 1004 which is indicative of a short circuit condition was detected during shock delivery. It was noted this device and right ventricular lead would be replaced in the future. At this time the device remains in service. No adverse patient effects were reported.